Manufacturer narrative:
While troubleshooting the loss of the display, the biomed stated that he had touched a display cable and the video returned briefly before cutting out again. The technical support representative advised the biomed to check all the display cables to ensure proper connection and replace any cables needed. The cause of the reported issue was due to the display cable connection.

Event description:
The customer reported that while monitoring telemetry patients, the display on the xhibit central station went out. There was no patient or user harm associated with this event.